Event description:
It was reported that during an unspecified procedure, the filter failed to expand. The 12fr jugular titanium greenfield was advanced to the interior vena cava and deployed, however, the filter failed to "expand all the way". It has not known if the filter was removed from the pt. The procedure was completed with another of the same device. The patient's status is unknown. Additional info has been requested but has not yet been received.

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval, therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.